Manufacturer narrative:
(B)(4).

Event description:
Abnormal impedances were measured after the lead was connected to an extension. The impedances were: c and 8 = 694, c and 9 = 697, c and 10 = 577, c and 11 = 577, 8 and 9 = 808, 8 and 10 = 805, 8 and 11 = 805, 9 and 10 = 705, 9 and 11 = 706, 10 and 11 = 31. The health care professional (hcp) determined that the lead was stretched during the tunneling/coiling of the electrode during the end of the implant, which allowed blood to enter into the electrode and cause a fluid short. The hcp decided not to explant the electrode at this time and see if the other contacts could provide a therapeutic benefit for the pt. He also wanted to see if the fluid short resolved on its own. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.